Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Subsequently, the patient experienced polyethylene wear, bone loss, osteolysis, and aseptic loosening. As a result, approximately nine years and eight months post-surgery, the patient underwent a revision. No further impact to the patient was reported. No additional information is available. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01029. The reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause was unable to be determined; however, may be due to aseptic loosening approximately 10 years after the initial surgery. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.